Manufacturer narrative:
Investigation summary: no actual complaint samples were received. Representative samples were received and evaluated. The samples were a sealed cube of 4 shelf cartons (1000 ea x 4) from batch # 8149998 (p/n 305822). Each package with cap tips inside it within each carton was visually evaluated. No foreign matter, including mold, was found in any of the packages. All product was observed to be clean and absent of foreign matter. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect.

Event description:
It was reported that bd¿ luer tip cap sterile tray has mold. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8149998. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-29. Medical device lot #: 8087811. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-28. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer tip cap sterile tray has mold. No serious injury or medical intervention was reported.